Event description:
It was reported that stimulation was turning off. At the time of this report stimulation would not come on and had been off for about 2-3 weeks prior to this report. It was noted that there was a patient programmer battery low screen. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377860, lot# v021898, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).